Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery tests weren't performed due to compromised force sensor alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, he was changing his infusion set and when he was going through the process the device was alarming compromised force sensor system. The customer's blood glucose was 156 mg/dl. Troubleshooting was performed and customer stated the drive support cap was flush and didn't recall pressing it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.